Event description:
It was reported that during percutaneous transluminal angioplasty (pta) treatment, a balloon rupture occurred. The totally occluded, 100% stenosed lesion was located in the severely tortuous, non-calcified right cephalic vein shunt. The physician advanced a 7.0 x 20/135 (4f) sterling monorail balloon catheter over a non-bsc guide wire to the lesion and inflated the balloon twice. The balloon was inflated to 6atm on the first inflation, the balloon ruptured on the second inflation at 10atm. The procedure was completed with a different device. No complications were reported and the patients' status is good.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) treatment, a balloon rupture occurred. The totally occluded, 100% stenosed lesion was located in the severely tortuous, non-calcified right cephalic vein shunt. The physician advanced a 7.0 x 20/135 (4f) sterling monorail balloon catheter over a non-bsc guide wire to the lesion and inflated the balloon twice. The balloon was inflated to 6atm on the first inflation, the balloon ruptured on the second inflation at 10atm. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the sterling balloon catheter was received with no original packaging. Magnified inspection revealed no damage to the catheter. An inflation device filled with water was used to pressurize the balloon to nominal pressure (6atm). The catheter was inflated to nominal pressure for five (5) minutes and maintained constant pressure. There were no leaks, balloon damage or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is "not confirmed." (B)(4).